Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). All the devices for lot number 6370815 were returned used and still had fluid in the tubing and suction as well as some blood spots. All were also returned without batteries in the pack. Two of the devices powered on and functioned normally when working batteries were placed in the original pack. The other two devices had electrolyte inside the original battery pack from the original batteries leaking and could not be functionally tested. The device history records for part #: 00515048200, lot #: 63750815 was reviewed for deviations and/or anomalies with the following related anomalies/deviations identified. The devices are used for treatment. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was found that no water came out from hip kit before surgery. No patient involved. Evaluation of this device later found that this device had electrolyte inside the original battery pack from the original batteries leaking. No adverse events were reported as a result of this malfunction.